Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: customer returned (17) 3/10cc, 8mm, 31g syringes (7 in an open poly bag, 10 in a sealed poly bag) with the shelf carton from lot # 9343326. Customer states that the needle is getting stuck in some of the syringe caps. All returned syringes were tested and no hub assembly separated from the barrel when the shield was removed. However, the customer provided a photo exhibited the hub-needle/shield assembly separated. A review of the device history record was completed for batch # 9343326 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA# (B)(4) was initiated.

Event description:
It was reported that an unspecified number of bd piston syringes separated from hubs before use. The following was reported by the initial reporter: "it was reported he needle is getting stuck in some of the syringe caps. Verbatim: good morning, please see below product complaint I received from my distributor on behalf of a mutual customer for item # 328438 lot 0343326 a. I hope you had a great weekend! One of my dermatology accounts reached out to me this afternoon regarding item 328438. As you can see from the photo below the needle is getting stuck in some of the syringe caps. Is there any way we can send them a sample box?".